Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill tubing despite having already completed the load process. There was no reported impact to customers blood glucose. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.